Event description:
It was reported to boston scientific corporation that a captivator micro oval snare was used during a polypectomy procedure performed on (B)(6), 2012. According to the complainant, "bad contact" was noted between the snare handle and the wire attached to the electrosurgical generator, resulting in a lack of coagulation. Additionally, it was reported that it was difficult to achieve the proper amount of force required to retract the loop; it retracted too quickly. These issues caused a bleed at the polyp stalk, which was resolved with the injection of epinephrine. No visible damage to the device was noted, and it was used to complete the procedure. There were no patient consequences reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be "okay."

Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.